Event description:
Procedure: lobectomy. Reportedly, when the stapler was fired to the pulmonary artery, a staple was malformed. Then the stapler was fired over the bronchus and several staples were malformed. A topical absorbable hemostat solution was used along with the stapler. Application of another stapler was done to mitigate the damage and complete the procedure. There was no bleeding or patient injury reported.